Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 2.5%, most recent lot number 1010080 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 4.25%, most recent lot number 1010038 (dose and frequency not reported) ip for pd. On (B)(6) 2010 the patient experienced peritonitis. Hospitalization was not required. On an unreported date, the patient began treatment with tobramycin 40 mg intraperitoneally (ip) and biopiper 2.25 gm intravenously (IV) twice daily. The root cause of the peritonitis was not reported. The outcome of the peritonitis was reported as resolving. Dianeal therapy continued. Causality assessment for the adverse event of peritonitis to dianeal therapy was not reported.